Manufacturer narrative:
The lens remains implanted in the eye, therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with uveitis/rebound inflammation approximately six weeks after akreos mi60 implantation in the left eye. The surgeon was uncertain about the cause of the inflammation. The patient was prescribed steroids for inflammation treatment. During this treatment patient developed raised iop and was diagnosed as steroid responder. Different eye drops were prescribed for iop treatment and glaucoma tube-shunt implant surgery was scheduled for (B)(6). The patient's prognosis as of (B)(6) 2011 was "quiet uveitis, but steroid response with intraocular pressure."